Event description:
Reportedly, when the technologist operated the power assist control to move the spot film tower, the table top moved instead towards the head end of the table. The table top struck a cart and pushed it into the wall jamming it between table top and wall. No injuries to pt and operators were reported. Hospital was concerned that if a technologist stands at the head end of the table to hold a pt's head steady, the technologist could be injured if this problem were to recur.